Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not duplicate the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it was alarming high ppeak pressure while on a patient. The customer stated the exhaled volumes were dropping until there was no volumes reading. The customer stated there was no harm or injury to the patient.